Manufacturer narrative:
The cryoprobe was returned to erbe gmbh for an evaluation. The visual examination revealed a tear in the pur tubing approximately 1.7cm long and located 34cm proximal to the gas diverter. The distal end was kinked. The examination of the cryoprobe's connector revealed that the adhesive for fixing the inner pa-tube in position was not applied sufficiently. Therefore, the inner pa-tube came loose causing a bypass between the supply and return lines leading to the rupture of the outer pur-hose. Erbe USA, inc. Is closing the file on this event.

Event description:
It was reported that an incident occurred with a flexible cryoprobe during a bronchoscopy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). No other information was provided regarding any other accessory or cryosurgical unit settings utilized during the incident. Per the complainant, after the second biopsy and pressing the unit's footswitch pedal, a "loud bang" occurred. Specifically, it caused "bang trauma" for everyone present in the room. An ent consultation is planned, but no further details or consequences of the incident were provided.